Event description:
Surgeon was inserting a screw into the orbital rim, and the head disassembled from rest of the screw. The surgeon was able to remove the screw.

Manufacturer narrative:
Investigation in progress but not yet complete.